Event description:
It was reported that during a stenting treatment procedure partial stent deployment and stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the first diagonal artery. A 2.25x16mm ion stent delivery system (sds) was advanced to the lesion and when the physician deployed the stent at 8atms, it did not fully expand as the vessel was smaller than 2.25mm. The stent delivery balloon was deflated; however, the physician felt that it did not "release" the stent. When the sds was removed from the deployed stent, the stent became "accordioned" in the lesion. A new high pressure balloon catheter was advanced for postdilation and was inflated inside the stent with a good result. It was noted that the stent remained well positioned and apposed in the lesion. The procedure was completed with no patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).